Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the moderately tortuous, mildly calcified, circumflex coronary artery. The 3.50x12 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance in the patient anatomy. However, the balloon completely failed to inflate. The bdc was removed from the patient anatomy. A new same size nc trek bdc to complete the procedure. There were no adverse patient effects. There was no clinically significant delay in the procedure. No additional information was provided.